Event description:
The cusanxt console wa returned to the customer after having the pump and pinch valve repaired and replaced. On starting the machine back up, the pinch valve failed to work again. There was no patient contact, no patient injury or death alleged, and the event did not lead to a significant increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident will not be returned for evaluation. The repair will be done on site by integra engineer. An investigation has been initiated based upon the reported information.